Event description:
The reporter called about the surestep replacement program. He said that he had seen several er1 messages, specifically after he had "splurged on sweets" and "had a few beers." He stated that he always checks the confirmation dot, and consistently double checked his blood sugars when he got the er1 message. He said he had not sought medical treatment due to the er1 message, nor has he adjusted his medication. He further stated he had not rec'd an er1 message for a month.